Manufacturer narrative:
The device involved was a urine monovette. No further info was provided by the user facility than was provided on their medwatch form. Sarstedt asked verbally several time over the 30 days to be allowed to come to their facility to more fully investigate with the person involved. Additionally, a written request was made on 02/18/08 (copy attached). No response has been rec'd from the user facility when this visit can occur. Sarstedt has not been able to determine how the malfunction could have happened. The lot number involved was not known and the lot numbers rec'd by the user facility during the time period of the event were no longer in stock. These lots were also rec'd by other customers with no advere events being reported. The current lot on hand was evaluated and the product met sarstedt specifications. Sarstedt has never rec'd a report of a similar problem before. The user facility continues to purchase and use the product.